Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis and high blood glucose. The customer's high blood glucose level at the time of admission was 1800 mg/dl. The customer had woken up with high blood glucose and was not able to change the insulin pump. The customer was wearing the insulin pump at the time of the hospitalization. The customer had a diabetic coma and was put into the intensive care unit. The customer was given an insulin drip. The customer's current blood glucose level was 89 mg/dl. The customer was advised to call the helpline for assistance with troubleshooting for high blood glucose. The device will not return for analysis.